Event description:
It was reported, that this right ventricular (rv) lead after multiple attempts to position it. Exhibited high impedance measurements. This lead was removed prior to pocket closure, and successfully replaced. No adverse patient effects were reported.